Event description:
Nurse reports one flo-gard 6201 volumetric infusion pump in which a free flow of rocephin was detected during patient use. Reporter stated that no injury occurred. No additional information.